Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, about 8 minutes into the ablation phase, the cervical seal was broken as a result of the pt pushing the sheath out slightly from the cervix. At this time, a 10cc/min fluid loss alarm was generated on the console. Subsequent to cool down mode, a quarter size burn (exact degree unk) was noted on the cervix. Clinical follow up info confirmed that fluid was observed to be leaking from the cervix after the pt "laughed", and the seal was broken at the 7 1/2 minute mark. The procedure was aborted and the burn was treated with silvadene cream. There were no further pt complications reported with this event, who was reported to be "doing well". Although an attempt was made to follow up with the attending physician with regards to the degree of burn, there is no further info available at this time.

Manufacturer narrative:
The lot number was not provided, therefore, expiration and mfg dates cannot be confirmed. The complainant has indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be performed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any add'l relevant info is rec'd, a supplemental medwatch will be filed.